Event description:
Customer reported an unexpected negative reaction with capture-r ready-screen 3 (crrs 3) on the echo. Customer stated that a sample with a known anti-k gave a positive screen on the echo, but when repeated, the results were negative. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Visual inspection of the instrument images confirmed the customer's results. The reactivity of the k antigen was confirmed on retention crrs(3), lot r057 and crrid, lot id118. These were the same lots used by the customer.the presence of the k antigen was confirmed on returned crrs(3) with anti-k. The returned sample (history of anti-k) was tested with returned and retention crrs(3), lot r057 in manual testing using selected k+k+ and k-k+ reagent red cells. The sample was nonreactive with all reagent red cells. The sample was tested by tube hemagglutination test, using selected k+k+, k+k- and k-k+ reagent red cells from retention panocell-20. A room temperature (rt) incubation was included. The sample exhibited weak positive reactivity at rt with the k+ and k- cells. Microscopic to weak positive reactivity was observed at the indirect antiglobulin test phase with the k+ cells. The sample was insufficient for further investigation.the event appears to be related to the condition of the sample.